Event description:
Reporter alleged discrepant blood glucose back to back results of 52 mg/dl versus 254 mg/dl performed within 3 minutes apart and 100 mg/dl versus 499 mg/dl performed within 5 minutes apart. Customer stated both comparisons were performed on the compact plus system weeks apart. Customer indicated during both comparisons, feeling low symptoms and self treated with juice and syrup to elevate glucose levels. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.